Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (display issue) issue. Reportedly, the display screen would occasionally go black when giving a bolus. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because it is unclear at this time if the alleged issue had any impact on the user¿s ability to program the correct bolus amount.

Manufacturer narrative:
Follow-up # 1; date of submission: 4/29/2017. The device has been returned and evaluated by product analysis on 4/04/2017 with the following findings. During testing, the investigation could not duplicate the initial complaint about the display blanking during bolus. The pump was opened and there was no damage to the display connector or display flex cable. The display latch was secure. Unrelated to the initial complaint, it was observed that the battery compartment was cracked.